Event description:
(B)(4). On(B)(6), I had a hysterectomy due to nickel allergy from essure. Since the hysterectomy, a lot of my symptoms have subsided. No more bloating, chronic fatigue,big eye floaters, body aches , migraines. Sex drive is coming back.

Event description:
Seizures, chronic fatigue, migraines, big eye floaters, no sex drive, body aches,constant bacterial vaginosis, hot flashes, muscle spasms,dizziness, forgetfulness. (B)(4).